Event description:
It was reported that while running bd facslyric¿ facsflow that was under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: with a sit flush, fluid comes out of the needle. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): facsflow under pressure. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): non biohazard. 5. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): before waste line.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l8c instrument, part # 654587, serial # (B)(6). Problem statement: customer reported a complaint regarding a spray of fluid not contained within the instrument. Manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 29jul2020 to date 29jul2021. Complaint trend: the only complaint related to a spray of fluid not contained within the instrument for this part number within the date range is this one; date range from 29jul2020 to date 29jul2021. Manufacturing device history record (DHR) review: DHR part #654587 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a blockage in the v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockages of this tubing either from clogs or blockages can lead to improper aspiration and leakages. The customer submitted a complaint regarding a leakage from the sit during the sit flush operation, and were assisted by a tsr (technical service representative) during a phone consultation. The tsr instructed the customer to remove the v8 valve tubing, rinse it from any potential clogs, and reinsert it. No parts were requested for evaluation as there were no parts replaced. After the repair, the instrument was tested with several more sit flushes and the customer reported that the instrument was working as expected with no further leakages. Although leakage of waste material can cause harm to the customer from exposure to samples and chemicals, the customer confirmed that they were not harmed in any way. Additionally, the leaked fluid was facsflow which is non-biohazardous, and the spray of fluid was not high enough to increase the risk of exposure. While this instrument was being used for clinical diagnoses, the results gathered during the incident were not used in the treatment of a patient and thus no patients were impacted. Proper scheduled cleaning and other maintenance can help reduce the occurrence of blockages within the fluidics system and can be found under ¿maintenance¿ in the bd facslyric clinical system instructions for use; #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #:(B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: n/a. Work order notes: o subject / reported: 654587 - facslyric 3l8c instrument - with the sit flush, fluid comes out of the needle. O problem description: with a sit flush, fluid comes out of the needle. O work performed: hose taken out of v8, rinsed through and reinserted: problem solved, device runs. (B)(6) 2020: test with bleu beads count 100k, carry over 0.1 to 0.2%. Test with extra sitwashes (1 -> 4) makes no difference. Needle positioned 0.5 mm higher. Carry over blue beads 0.004%. Test with cll sample 0.025%. They will evaluate this in the coming weeks and then decide what will happen with the other lyrics moët. Cst passed abort count passed pro events 6389, ab counts 3. Instrument ready: o cause: hose was not properly seated in v8 or was clogged. O solution: hose taken out of v8, rinsed through and reinserted: problem solved, device runs. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O azure ID: 89210. O tfs ID: 89169. O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drops. Provide instruction for universal precautions. O reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause. O implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir . O effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. O probability: 1. Severity: 3. O risk index: 3 o residual risk evaluation: a. O new hazards: none. O tfs ID: 89227. O ID: libivd-ra-247 3.1.25. O reg status: ivd; ruo. O hazard: instrument temporarily inoperable. Source: sit fmea. O cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. O harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. O risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. O reg link (tfs ID): n/a. O implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. O effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. O probability: 2. O severity: 2. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a blocked or clogged v8 pinch valve tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a blocked or clogged v8 pinch valve tubing. During the phone consultation the customer explained that the instrument would leak during the sit flush operation. The tsr assisting the customer instructed them to remove the v8 tubing, rinse it, and reinsert it. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facslyric" facsflow that was under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: with a sit flush, fluid comes out of the needle. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type no in the text box then go to question #4): facsflow under pressure. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): non biohazard. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): before waste line.